Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated ring 1 to coil 2 pace impedance was below the expected upper range. Analysis of the device memory indicated ring 1 to coil 2 pace impedance trend was decreasing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the ring 1 to coil 2 impedance alert was programmed off.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that less than one week post-implant, the extravascular (ev) lead triggered an alert for low out of range (oor) ring 1 to coil 2 pacing impedance, and review of lead trends showed a decrease in pacing impedance on both vectors post-implant. It was noted that during an in-clinic device check, ring 1 to coil 2 impedance had returned to normal limits, and therapies were subsequently programmed off. It was suspected that the changes in impedance may be related to stabilization of the recently implanted lead rather than a lead integrity issue. It was additionally reported that unknown markers were displayed on electrograms (egm), and it was determined to be related to the remote monitoring network displaying inappropriate markers. The ev lead remains in use.  No patient complications have been reported as a result of this event.